Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed as the device was operating within specifications and passed the pre-repair diagnostic assessments. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device showed signs of immersion, the angle stick sleeve was corroded, there was residue of unknown liquid found on the ball bearing, the electronic control unit (ecu) and the coupling lever were defective, the coupling head was labelled, there was an unknown liquid on the back plate of the ecu and the motor was making an unusual noise. It was determined that these were due to improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified orthopedic surgical procedure, it was observed that the small battery drive device was not working. According to the report, the surgery was either on the knee or the foot. There were no delays to the surgical procedure. A spare device was used to complete the surgical procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.